Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, customer reports, the energy had been repeated interrupted by errors from the vio integrated electro surgical unit (iesu). The system logs confirmed reoccurring errors reported by the iesu, checkmaster failures on the unit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified u-02 errors and replaced the integrated electro surgical unit (iesu) to resolve the issue. Isi received the product involved with this complaint to perform failure analysis and the investigation has been completed. The iesu displayed errors upon boot up. The unit will be returned to the manufacturer for repair. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) c-01, 25920, 25913, and u-02 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.